Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to deliver insulin without an alarm. The customer also reported that paramedics were called the day before the call in response to a blood glucose level of 50 mg/dl. The customer stated that she was salivating and was going into shock. Customer stated that the low blood glucose level may have been due to her manually injecting herself with too much insulin and not eating enough food. The customer was advised that the reservoir and infusion set would be replaced but will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.